Event description:
Caller reported a malfunction on the pump with malfunction code malf 5, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.